Event description:
User experiencing intermittent discrepant sodium results since (B)(6) 2007. Approximately 250 patient samples, of those approximately 150 were reported erroneously. Only one specific example was provided, with initial sodium result of 120 mmol/l, repeat 140 mmol/l. All samples were reported to have initially tested in the range of 120-128 mmol/l. Same sample repeated gave values around 140 mmol/l. Patients not adversely affected. The field service representative determined there was a problem with the vacuum pump and vacuum nozzle. The instrument was repaired.